Manufacturer narrative:
Correction: g1, g4, g7, h2, h3, h6, h10, h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they reconnected bracket clip sizer sensor for fail barrel lamp test. Replaced force sensor for fail calibration. Performed pm, and calibration. A review of the device history record for (B)(6) was performed from date of manufacture 08/29/2014 to present date 10/02/2020, and note that this device has been returned for service three times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed closed clamp test. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device failed closed clamp test. There was no patient involvement.